Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in fair condition. Powered on the device and disposable alarm was noted. Installed known good test filter holder assembly and tested. Disposable did not alarm. The reported customer complaint was confirmed. An additional issue was noted; a crack in the return tube was found, and noted to be leaking water. This damaged multiple internal components. The problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical level 1 trauma fast flow systems h-1200 had a disposable alarm. No adverse effects reported.